Event description:
Complainant alleged that the clinicians were treating a 55 year old male patient who had fully coded. The clinicians monitored the patient, and found that he was in ventricular tachycardia. They then attempted to defibrillate the patient, but the device shut down, and would not power-up in either ac or battery mode. The clinicians then obtained a second device to defibrillate the patient, but that device also failed and was reported under medwatch number 1220908-1999-00515. The clinicians then obtained a third device, and successfully defibrillated the patient, the complainant indicated that the patient subsequently expired.